Manufacturer narrative:
Evaluation summary: the cause of the complaint is fatigue breakdown of signal wire between bending section. Fatigue breakdown occurred the location of single wire where load of signal wire is the heaviest by repeated angulation operation. Correction information: h6: coding changed based on the investigation result.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image noise occurred immediately after delivery in mid-october. This event occurred at the time of before use. There was no report of patient harm.